Event description:
The pt underwent t2 nail system placement surgery in 2006. After 15 days the surgeon found that the nut of condylar screw was loose. In 2006 the condylar nut and condylar screw were removed and replaced the another one.